Event description:
The patient contacted animas on (B)(6) 2012 stating the up and down arrow keypad buttons were sticking and intermittently unresponsive for a few weeks. The patient claimed the pump locked during an attempt to bolus and the pump had to be rebooted in order to unlock the pump and bolus. The patient alleged no bg excursions. The patient claimed a tear developed near the up arrow button due to the force needed to elicit a response. The patient denied recent trauma to the pump. The patient reportedly wore the pump in a protective case attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was torn on the up arrow key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The down arrow, up arrow and contrast buttons were intermittently unresponsive and the ok button responded appropriately. There was evidence of keypad contamination found under the up, down and contrast key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.